Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the product specifications found that tensile strength and impact strength are specified and each batch of raw material must be accompanied by a certificate of analysis detailing the exact composition of the batch. A clinical review states an undated intraoperative photo provided for review however, it does not indicate a root cause for the reported anchor breakage. An analysis of the customer provided image shows the tip of the anchor was broken. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a right arthroscopic shoulder joint release, glenoid lip repair and biceps tendon fixation, the tip of the twinfix anchor broke. All the pieces were removed from the patient by grabbing them. The procedure was completed with non-significant delay using a back-up device in the originally drilled bone hole. No further complications were reported. The current status of the patient is good.